Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one conductor wire was broken at the yaw pulley exit. The wire was detached from its connection at the grip. The instrument passed electrical continuity testing. The yaw pulley showed no signs of arcing. The yaw pulley was missing a .150 x .060 piece opposite the conductor break, allowing the grip to move within the pulley and have a larger range of motion in the yaw. The added range of motion of the grip likely created excess tension on the wire, thus causing it to break. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were .062 - .172 in length and were not aligned with the tube axis. It was concluded that the damage to the instrument's main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the pk dissecting forceps instrument, the wire at the tip of the instrument was observed to be broken. No missing or fallen pieces were reported.